Manufacturer narrative:
(B)(4).

Event description:
A consumer reported when she would turn off stimulation, her legs still felt bouncy like stimulation was still on. The consumer was able to turn stimulation on and off, and was able to sync with the device. This was noted as a gradual change in symptoms/therapy. The consumer also noted she believed she might have fallen at some time during a shoulder surgery on (B)(6) 2016 because she had a bruise on her left leg that she did not have prior to the surgery. Additional information received from the consumer's husband reported that it was not working and he wanted to speak with a manufacturer representative. No other information as to what "it" was. Follow-up was being conducted to determine steps taken to resolve the reported issue. If received, this event will be updated. Indication for use included spinal pain.